Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with a manufacturer representative (rep) and she set up adaptive stimulation. The patient was implanted for pain in his feet that goes across his ankles. The patient reported that the problem was the stimulation was too high/strong for the positions. With adaptive stimulation, he felt a new type of pain that he has never felt from stimulation. With the new device, the patient was not able to lay on his back at all because the stimulation was too intense and caused pain. This issue has been present since implant. The patient adjusted adaptive stimulation for 6 positions on the call and the issue was resolved. A rep talked with the patient over the phone and adjusted stimulation to a comfortable level for laying down. Additional information was received from the patient. It was reported that the patient needed assistance with checking the adaptive stimulation and making adjustments. The patient said two days ago while the patient was driving in the car he had to pull over twice because the pain was too intense and the bottom of his foot and ankles was ridiculously bad. The patient states right now something is not right because he is getting a lot of stimulation. The patient was somewhat unsure of optimal intensity with certain positions like laying on his back and reclining. It was recommended that the patient keep intensity at the lowest effective setting, if intensity is too high it will cause discomfort. It was reviewed that if the patient is having difficulty achieving optimal therapeutic effect in certain positions he may want to follow up with his managing hcp for reprogramming. It was reviewed when the patient is driving his as position could be upright or reclining depending on how he sits. It was also reviewed that if the patient is feeling uncomfortable stimulation in any position he can manually decrease the amplitude. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue occurred when the patient was simply driving 50 mph and he road was changing. The patient changed and increased intensity andlowered as needed. No further complications were reported.